Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 558 mg/dl. Customer also stated the result was higher compared to another device. Customer stated she had performed a test the same day using another device and had obtained a result of 130 mg/dl; the timeframe between when the two tests had been performed was not provided. The customer¿s expected blood glucose test result range is <100 mg/dl am fasting and 110-140 mg/dl pm non-fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2024 and open vial date is two weeks prior to call. The meter memory was reviewed for previous test result history (date/time not set): result 1: 116 mg/dl: date: 7/23, time: 12:26 pm, non-fasting pm. Result 2: 136 mg/dl: date: 7/21, time: 8:00 pm, non fasting pm. Result 3: 558 mg/dl: date: 7/21, time: 11:00 pm, fasting am. Result 4: 131 mg/dl: date: 7/04, time: 4:26 pm, non-fasting pm. Result 5: 122 mg/dl: date: 12/27, time: 2:30 pm, fasting pm.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 05-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.